Event description:
It was reported that the area around the patients device is hot and there is a red circle outlining the device with deep purple. Follow up was done and no information was available at this time. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.